Event description:
It was reported that the temperature display of extension cord for temperature sensing foley catheter was not stable after using it several times. Per notification received from investigator on 04-jan-2023, it was stated that the cable was found to not meet specification during evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was confirmed as supplier related. A potential root cause for this event could be operator error. The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review was not required as a review of the label could not have prevented the reported event. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the temperature display of extension cord for temperature sensing foley catheter was not stable after using it several times. Per notification received from investigator on 04-jan-2023, it was stated that the cable was found to not meet specification during evaluation.